Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial articular surface provisional right size 10-12 gh top catalog #: 42527401010 lot #: 62104443. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all associated reports: 0001822565-2022-01316.

Event description:
It was reported during a design validation lab utilizing a cadaver for knee arthroplasty, the articular surface provisional fractured during initial insertion. A second provisional was utilized and also fractured. The second fractured provisional was still used for trialing range of motion and the demonstration was completed. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Component code - proposed component (annex g) code is mechanical (g04) - provisional bottom the device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.h6.